Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, patient appeared to have a 1x3 inch red abrasion under pad. It was first degree burn on left thigh. Product was not replaced, used for entire case.